Event description:
Per the audiologist, for the last eight yrs, the pt was a non-user of the cochlear device until recently losing the hearing in her contralateral ear. The pt presented at the clinic for re-activation of the device. Impedance testing at the clinic showed open and short circuit electrodes. Exchanging external equipment did not solve the problem. Results of an integrity test done in 2008, showed that the device was not functioning within specs. Explanation/reimplantation plans were not provided at the time of this report, filed on july 18, 2008.

Manufacturer narrative:
.